Event description:
The customer contacted philips healthcare to report that the device is not functioning, error showing on screen. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement.